Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the leg between 25 and 36 hours. The legal guardian reported that the adhesive lifted from the patient's skin while the pod remained attached. The patient experienced blood glucose (bg) fluctuations, sweating, feeling bright red and feeling too hot. A finger-prick bg value showed 2.3 mmol/l (41 mg/dl). The patient sought medical attention on (B)(6) 2026 and was admitted to the hospital for 27 hours for observation. A sensor value discrepancy was reported; dexcom was notified on 02 july 2026. No specific diagnosis was provided; however, discharge documentation stated, "fluctuations in dexcom sensor and finger pricks, treatment type diagnostic." No specific treatment was administered. The pod and sensor were changed, and the patient remained under observation overnight. The pod was removed and discarded at the hospital.